Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported settings cannot be adjusted and the values are jumping back and forth. The customer reported there was no patient involvement.

Manufacturer narrative:
Resolution and disposition: the fse replaced the front bezel to address the reported problem. Conclusion: the determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. Root cause: n/a.